Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012.

Event description:
Needle detached easily from the thread after 1 or 2 stitches.

Manufacturer narrative:
Samples received: 94 unopened race-packs. Analysis and results: there are no previous complaints of the same code-batch. We manufactured 972 units of this code-batch. There are 10 units in our stock. We have received 97 closed samples to analyze this case. We have tested the needle attachment strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.111 kgf in average and 0.051 kgf in minimum (ep requirements: 0.051 kgf in average and 0.025 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 0.118 kgf in average and 0.100 kgf in minimum and fulfilled ep requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.